Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to deliver unspecified volumes of unspecified chemotherapeutic agents. After unspecified lengths of time in use, the customer contact reported unspecified volumes of solution leaked. The customer contact stated the air filter vents on the piercing pins were "not flush with the piercing pin," and leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse effects to the patients or the healthcare professionals. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.